Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endeavor sprint drug eluting stent was implanted in the proximal rca during the index procedure. Approximately 14 months post index procedure, the patient suffered an old myocardial infarction. The patient was treated with medication and recovered. The investigator reported that the event was not related to the study device or procedure.

Manufacturer narrative:
Two endeavor sprint drug eluting stents was implanted in the proximal rca during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.